Event description:
Reference importer report number: (B)(4).

Manufacturer narrative:
(B)(4). Although, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method code and conclusion codes: allergic reactions to dental materials are known and document. The directions for use states, "do not use venus in patients, which are allergic against the ingredients of venus."